Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned. Visual inspection noted a cut in the insulation close to the spiral fixation; most likely occurred during the extraction of the lead. There were traces of dried blood in the lumen and tip area. The laboratory engineer obtained a new guidewire to test the insertion ability. The guidewire was able to be inserted into the lumen and passed both back and forth without any issues. Laboratory analysis was unable to reproduce the clinical observations. This is an open lumen lead and it is possible that a blood clot had formed in the lead¿s lumen during the procedure which would have resulted in guidewire insertion difficulties.

Event description:
Boston scientific received information that during the implant of this left ventricular (lv) lead, the guidewire was unable to be fully inserted into the lead's lumen. The lv lead was extracted and returned. No adverse patient effects were reported.